Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access system (was) with a dilator and the related watchman delivery system (wds) device. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/ misshapen) and a kink in the sheath located 5 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 25 april 2018. It was reported the access system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used. It was noticed the access system was kinked due to tension when the pigtail catheter was removed. The access system was removed and exchanged to complete the procedure successfully. There were no patient complications and the patient's status was stable. However, returned device analysis revealed inner liner delamination on the tip of the access system.